Event description:
A customer reported obtaining unexpected negative reactions with the antibody screening assay on galileo echo, (B)(4).

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that the sample resulted as positive with jkb positive cells and negative with jkb negative cells. No additional sample is available for investigation of the anti-fya. An immucor field service technician performed the unexpected reactions checklist. No issues were identified. The unexpected reactivity appears to be sample related.